Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was charging overnight and then in the morning they checked the patient programmer (pp) and saw an informational power on reset (por) screen. The patient was able to clear the por screen. They turned therapy back on and it was adequate. No patient complications were reported as a result of this event.